Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 visual examination of the provided pictures identified a head implant and bio-debris. No further evaluation could be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and not submitted for evaluation as images were undated and allegation of wear could not be correlated. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 104050 lot# 211897 m/hd solid r-lc fin cup 50/l23. Cat# 163660 lot# 509380 28mm dia cocr mod hd -6mm nk. Cat# 11-104111 lot# 149380 mlry-hd por fmrl 11x160mm. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 27 years later due to poly wear. It was reported that no further information is available.